Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of other chronic/intract pain (t runks/limbs). It was reported that the patient had not used their scs system for almost 8 years because their target pain had improved. The patient had a fall in (B)(6) 2018 and had new pelvic pain that affected their legs and was unrelated to the system. It was reported that the patient tried to connect to their system three weeks ago was unable to. The patient intended to meet with a manufacturer representative to check if the system was damaged by the fall and to perform a physician mode reset. No related symptoms or complications were reported.